Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the reported failure. The fse replaced fiber-optic module and interface. The dust cover to the fiber-optics was stuck in the open position; therefore, the fse replaced the upper panel assembly. Full calibration was performed and the iabp unit passed all functional and safety tests per factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that a fiber optic failure occurred on the cardiosave intra-aortic balloon pump (iabp), while in use on a patient. There was no patient harm or adverse event reported.